Event description:
Olympia clinical trial # 0342120mcf. It was reported that 7 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 2.5mm, 90% stenosed, 18mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a taxus liberte' 8.8% 2.50x24mm drug eluting stent in the mid rca. There were no reported complications. The patient was discharged. 7 days after the initial procedure the patient expired. In the opinion of the physician the cause of death was a stroke and the relationship of the death to the taxus liberte' stent was not related. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.